Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.